Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and reported failure was confirmed. The instrument was found to have blade damage at the tip. The two blade edges were indented, which prevents the blades from opening and closing properly and causing the issue of sticking to tissue as reported by the customer. The instrument passed the engagement and recognition test when installed on the in-house system. The blade indentation failed the cut test scissors not cutting and sticking to tissue. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not cutting and sticking to tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.